Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (concentration and dose not reported) via an implanted pump. The indication for pump use was intractable spasticity. On 28-dec-2015 it was reported that the patient¿s pump was empty; it went empty about 3 weeks ago. The pump was alarming. The reporter did not get the patient¿s insurance worked out in time for his pump refill. The previous managing hcp (healthcare professional) left the practice and they were trying to secure new care. She had found someone that she thought would manage the pump. They had an appointment with the new hcp who would hopefully refill the pump. No patient symptoms were reported. The patient had 10 mg oral baclofen and was doing fine. Additional information was received on 05-jan-2016 from the consumer and it was reported that they hadn¿t found a physician to manage the pump yet, but the patient was taking oral baclofen so they were fine at this time. The pump was still empty and nothing had been resolved. She did not know w hat type of baclofen was in the patient¿s pump. She stated she would call into patient services when they found a physician to manage the pump to update the patient¿s records and get a new ID card. The reporter had no additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a company representative on (B)(6) 2016 and it was reported that the pump was critically alarming; telemetry confirmed the pump was empty. It went empty in (B)(6) 2015 and the patient's spasticity gradually returned. The pump was delivering lioresal (2000 mcg/ml at 300 mcg/day) at the time of the event. The pump was being refilled on (B)(6) 2016 with compounded baclofen (1700 mcg/ml at 106 mcg/day) and a bridge bolus was being programmed; the bridge bolus duration was 226 hours.